Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of the device with a programmer revealed a voltage too low for projected remaining capacity fault message. A copy of device memory was received for analysis. Analysis of device memory confirmed that the fault message was appropriate. No other suspicious faults or resets were observed within stored device memory and therapy delivery was unaffected. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.

Event description:
Additional information was received that the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that this device was included in the august 29, 2013 advisory population. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert had been recorded. Initial automated testing was unable to verify proper operation due to a low battery. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that were connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.